Manufacturer narrative:
Us reporting agent notified on: 05/18/2015. Manufacturing site investigation: evaluation on-going.

Manufacturer narrative:
Investigation: the insertion instrument is firstly inserted into the arcadius and spread apart to grip the implant. The instrument is then used to insert the implant. We have two functions: -holding the implant -pushing the implant (insertion). The holding function is carried out by the gripping gibs that exert forces to spread the implant outwards. The pushing function is supposed to be carried out by the surface behind the gibs, however there is a gap. The pushing function is being carried out by the gibs used to grip the implant. The two functions are being carried out by the "gibs" and the complication is causing the implants to be destroyed. The gripping function needs to be separated from the insertion function. Batch history review: the manufacturing documentation has been checked for all of the above listed lot numbers. There is no indication for a manufacturing error or material defect. Conclusion and root cause: the most likely root cause of the failure is the instrument's design. Corrective action: according to internal procedures the file will be forwarded to the crb for CAPA evaluation.

Event description:
Country of complaint: (B)(6). Arcadius cage has broken during insertion, surgeon was careful not to exert too much force. Three screws were inserted. The cage was left in the patient because the position was good. There was no surgery delay. Device in use: me015r / implant inserter/manipulator.